Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 82% stenosed target lesion was located in a moderately calcified and severely tortuous mid left descending artery (lad). After pre-dilation with a non bsc catheter balloon, a 2.50x28mm promus element plus stent was selected to treat the lesion. However, it could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the proximal end of the stent was damaged. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).